Manufacturer narrative:
Investigation results: the complaint of needle retraction failure could not be confirmed from the photograph that was provided for investigation. The photo showed two unit labels for a 20g insyte autoguard from lot #3234136. The insyte autoguard devices were not visible in the photo. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues.

Event description:
No additional information.

Manufacturer narrative:
This MDR supplemental is a correction supplemental to capture an additional event date of (B)(6) 2023 discussed in the event or problem of the initial MDR.

Event description:
It was reported that bd insyte autoguard needle did not retract. The following information was provided by the initial reporter: we have had 2 incidents today where our IV needles are not retracting. Also, my tm states it happened yesterday with another nurse.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion a supplemental report will be filed.